Manufacturer narrative:
The subject ch-s200-xz-ea has not been returned to olympus medical systems corp. (Omsc) yet. Omsc will investigate the subject ch-s200-xz-ea to identify the root cause of this failure phenomenon when omsc receives it. The ch-s200-xz-ea instruction manual states the corresponding method when there is an abnormality for the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure, the horizontal stripes of the same width were equally appeared on the entire image which was displayed on the monitor. The parts of stripes on the image were pale in color, compared with other normal parts on the image. The user turned off and on the unspecified products, and disconnected and connected the unspecified cable. However, the failure phenomenon could not be resolved. The user replaced the subject ch-s200-xz-ea with another spare product, and completed the procedure. There was no report of the patient¿s injury regarding this event. After this event, the user tried to reproduce the failure phenomenon, but the failure phenomenon could not be reproduced.

Manufacturer narrative:
The subject ch-s200-xz-ea was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc tried to reproduce the reported failure phenomenon regarding abnormal displayed image, however the phenomenon could not be reproduced. Omsc confirmed the followings. There was no abnormality found, when the subject ch-s200-xz-ea was operated and confirming the outputted image. There was no abnormality found, when the subject ch-s200-xz-ea was operated for 6 consecutive hours 3 times and confirming the outputted image. There was no abnormality found and each switches (focus control switch, zoom control switch, and remote switch) of the subject ch-s200-xz-ea were worked properly, when confirming each switches of the subject ch-s200-xz-ea. Omsc will continue to investigate the cause of this event. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) has tried to reproduce the reported failure phenomenon regarding abnormal displayed image, however the failure phenomenon could not be reproduced. Omsc confirmed the followings. There was no abnormality found, when the subject ch-s200-xz-ea was operated and confirming the outputted image under ambient temperature of 35 degrees celsius and 10 degrees celsius. There was also no abnormality found with watertightness and appearance of the subject ch-s200-xz-ea. The subject ch-s200-xz-ea has met the product specification. Based on the investigation result so far, the reported failure phenomenon was not reproduced and it was confirmed that the subject ch-s200-xz-ea operated within the product specification. Therefore, the root cause of this event could not be conclusively determined and omsc surmised that the possible cause of this event was any kind of accidental factor in theory. There were no further details provided. If significant additional information is received, this report will be supplemented.